Manufacturer narrative:
Omit : concomitant med prod data (8015), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported on 03jun2024 melphalan (120 mg/80 ml) was programmed via interoperability to infuse over thirty (30) minutes at 1030 am with a rate of 160 ml/hr. It was reported the infusion was paused at 1032 am. Per clinician the melphalan was still infusing at 1144 am. The patient endorsed that the pump was beeping but she did not call for assistance. Another clinician on the pod entered the room, saw the infusion beeping and restarted it. Customer is unclear what time that occurred. The infusion completed at 12:01 pm. Normal saline was also running at the time at a rate of 166.7 ml/hr. There was no patient harm.

Event description:
It was reported on 03jun2024 melphalan (120 mg/80 ml) was programmed via interoperability to infuse over thirty (30) minutes at 1030 am with a rate of 160 ml/hr. It was reported the infusion was paused at 1032 am. Per clinician the melphalan was still infusing at 1144 am. The patient endorsed that the pump was beeping but she did not call for assistance. Another clinician on the pod entered the room, saw the infusion beeping and restarted it. Customer is unclear what time that occurred. The infusion completed at 12:01 pm. Normal saline was also running at the time at a rate of 166.7 ml/hr. There was no patient harm.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the report of an under infusion of melphalan was confirmed through a review of the logs and was reproduced during laboratory testing. ¿ laboratory test results performed on the suspect pump module confirmed that the point of care unit (pcu) callback feature was set to value #3, which requires the clinician¿s conformation for the infusion to start after a programmed delay. ¿ additional laboratory testing on the suspect pump module confirmed the device to be within specification for rate accuracy and the device demonstrated it was operating as intended. ¿ the logs identified that on 03jun2024 at 10:30 am, a remote IV infusion message was received, and the user started the infusion for drug ID: 608 (melphalan), drug amount: 120mg, diluent vol: 80ml, bsa based, patient bsa: 1.71 m2, dose: 70mg/m2, concentration: 1.5mg/ml, duration: 180 seconds (30 minutes), rate of 160ml/hr and a volume to be infused (vtbi) of 80ml. Primary volume infused (pvi) was recorded as 0.0ml. ¿ at 10:32 am, the user selected a delay option of 1 minute and selected confirm. ¿ at 10:33 am, the device alarmed delay completed. Log identified callback type 3: before and after infusion enabled. ¿ at 11:33 am, the user restarted the infusion. Pvi was recorded as 6.125ml. ¿ at 12:01 pm, the device alarmed for air in line. ¿ at 12:07 pm, the user channeled off the unit. Pvi was recorded as 78.646ml. ¿ the review of the suspect pump module and suspect pcu error logs showed no errors or malfunctions on the incident date that would result in the reported event. ¿ internal and external inspection of the suspect pump module and suspect pcu did not identify any irregularities. ¿ inspection and testing of the incident primary administration set could not be performed since it was not returned for investigation. ¿ it is not possible to determine what the actual volume is within an intravenous container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion of melphalan was identified as being due to the pcu callback feature being set to value #3 (callback before and after infusion), which requires the clinician¿s confirmation for the infusion to start after a programmed delay.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on (B)(6) 2024 melphalan (120 mg/80 ml) was programmed via interoperability to infuse over thirty (30) minutes at 1030 am with a rate of 160 ml/hr. It was reported the infusion was paused at 1032 am. Per clinician the melphalan was still infusing at 1144 am. The patient endorsed that the pump was beeping but she did not call for assistance. Another clinician on the pod entered the room, saw the infusion beeping and restarted it. Customer is unclear what time that occurred. The infusion completed at 12:01 pm. Normal saline was also running at the time at a rate of 166.7 ml/hr. There was no patient harm.